Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of "capsular contracture, baker grade IV" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported left side capsular contracture, baker grade IV. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d.6.b, d9, h3, h6.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: the device related to the reported event of capsular contracture was received on november 03, 2022. Lot number 3410208. Based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is a medical event not related to the device. Additional observations: deformation observed. Creases were observed. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported left side capsular contracture, baker grade IV. Device has been explanted and replaced.